Manufacturer narrative:
(B)(4). Batch #unk. Attempts have been made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified.

Event description:
It was reported that during a hepatectomy, the surgeon used a harmonic ace plus harh23. When he was cutting the liver, the active part of the device broke. After that, they used a new harh23 to continue, and it didn't cut the liver effectively. Then, they used a third device to finish the surgery, which worked fine. Surgery was delayed 20 minutes, but was successfully completed with the third device. Fragments were generated, but were easily removed without additional intervention. There were no patient consequences reported. No other medical intervention was required.